Event description:
It was reported that the patient was revised six months post-initial implantation due to the disassociation of the humeral bearing from the humeral tray. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: cat: 110031399 lot: 66394119 mini standard thickness +0mm taper offset 40mm diameter humeral tray cat: 115310 lot: j7658161 comp rvrs shldr glnsp std 36mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d9, g3, g6, h1, h2, h3, h6, h11. Corrected section: h4. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified the poly bearing shows damage to the backside and spherical radius. Damage is too severe to measure. The tray exhibits scuff marks on the rim feature and taper. Product identifiers were measured and found conforming. A revised glenosphere was also returned as the surgeon decided to change the glenosphere during the procedure. The device was not evaluated as no allegations were against the glenosphere. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.